Manufacturer narrative:
There was no service visit and no replacement of parts. The device logs were however, sent in with a request for a device logs evaluation. The evaluation of the logs showed no technical machine issues that could further explain the experienced event. Our log evaluation showed that : there is only a small amount of anesthetic agent, first some n2o (off and on a few times) and then some agent. Cdyn(dynamic compliance) is decreased from 51 cmh2o to 12 cmh2o which indicates a significantly increased resistance at the patient side. These facts combined indicated that the patient might not have been completely relaxed. This cannot with certainty be determined, as intravenous drugs may have been used. If the patient´s breathing is not synchronized with the machine, it may result in a higher pressure and also a higher respiratory rate depending of the user set alarm limit. The pressure increased to 65 cmh2o after the anesthesia workstation was set to manual ventilation mode and, it is likely that the apl valve setting had caused this. There are no recordings in the received technical logs during the complete event day to indicate that there were any technical malfunctions of the machine. The patient´s condition may have affected the ability for the unit to provide the preset volume.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that during use on a patient, the anesthesia workstation generated high pressure alarms and the patient could not be ventilated. The patient was successfully placed on another anesthesia workstation to continue the surgery. There was no harm to the patient reported. (B)(4).